Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that multiple bd q-syte¿ luer access split septum(s) w/extension set, were defective (¿looked like the plastic was cracked¿) and leaking. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported were available for examination. We were unable to fully investigate this incident. Review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Investigation conclusion: the defect leakage; as stated as the reported code could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir.